Event description:
Unomedical reference number (B)(4). Event occurred in canada, on (B)(6) 2024, it was reported that the patient experienced an adhesive issue with 3 to 4 infusion sets. The adhesive issues were of the same type, with the infusion set falling off during use. The event dates were within the past week for 1-2 sets and on tuesday 14-may-2024 for the last 2 sets. Dressing or tape was applied over the infusion set, and the area of insertion was cleaned and air-dried. The area of insertion was free of hair and not irritated prior to insertion. The infusion sets were in use for about an hour each. The patient replaced the infusion set and successfully resumed insulin deliveries to resolve the issue. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.